Event description:
It was reported that there was a quality issue with the right ventricular lead as the helix would not deploy again after it had been retracted in order to move the lead. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. However, there was blood/body fluid on the distal conductor (not obstructed), in/on the helix/lobe mechanism and sleeve head.